Manufacturer narrative:
The reported field event of high pacing thresholds was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker exhibited high pacing thresholds on the ventricular channel. On (B)(6) 2018, the device was explanted and replaced. Patient was stable.